Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently caused a complex filter removal and recurrent internal bleeding. The filter had migrated into the right renal vein and perforated the kidney which required a removal of filter and right kidney. The indication for the filter implant was recurrent deep vein thrombosis (dvt) with anticardiolipin agent. Access for the filter placement was made via the right internal jugular vein, a wire was placed into the ivc without difficulty, after counting down between the lumbar vertebrae 2 and 3 a catheter was placed in the midline. A vena cavogram was performed to ensure its location in the vena cava and that the blood was flowing cranially, and below the renal veins. The trapease was deployed without difficulty and the catheter removed. The patient tolerated the procedure well without complications. The same day of the index procedure, the patient underwent a renal venogram status post deployment of the ivc filter device. The clinical indication for the procedure was listed as intraoperative vena cava filter placement. A catheter was introduced into the ivc approaching from the cephalic aspect. Contrast injection was performed and noted the ivc was poorly filled below the renal veins at which point the device is deployed. The device was noted as incompletely expanded due to caval narrowing. The left renal vein was not identified. The patient¿s medical history is notable for depression/anxiety, migraines, fibromyalgia, factor v leiden deficiency, bilateral mastectomies (1985- prophylactically), rupture of silicone implants, hysterectomy, and basement membrane disease and a history of hematuria associated with the membrane disease. Approximately eleven years and eight months post implant, the patient presented with hematuria. A computerized tomography (CT) scan showed mild right hydronephrosis as well as increased density within the collecting system and bladder, concerning for major hematoma. Two days later another CT scan showed a presumed moderate sized thrombus within the right renal pelvis as well as the ivc filter. The CT scan report also noted that the patient had 2 (two) ivc filters: one in the right renal vein and one in the ivc. Three days later, an aortogram and selective right renal arteriogram was performed and noted a greenfield filter in the ivc as well as an obliquely oriented trapease filter projected over the region of the right renal vein. Four days later, the patient was admitted from an outside facility with gross hematuria. The patient had worsening gross hematuria over the past couple of years, requiring cystoscopies and ureteral stent placement. The patient reported knowing for years that the filter had eroded through the renal vein and had 2 other episodes that required a transfusion. The patient was scheduled for an open caval exploration with possible nephrectomy. Two days post admission, the patient underwent ligation of right renal artery and vein with nephrectomy and removal of the "malplaced" ivc filter. During the procedure an attempt to free up the renal hilum with the intent of removing the filter and saving the kidney was tried, however, it was not possible. The filter was noted to be inside the kidney and the collecting system. The pathology report noted ¿ivc filter and right renal vein¿ is a 5.0x2.5x 2.5 cm gray metallic disrupted device consistent with an ivc filter. The patient reported becoming aware of perforation of filter struts outside the ivc and into organs, migration, tilt and possible fracture, approximately eleven years and eight months post implant. The patient reported that the filter was removed via an open abdominal procedure and to have suffered from stage 3 kidney disease, resulting in a nephrectomy, four dvt¿s and anxiety related to the filter. The product was not returned for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots (thrombus), clotting and occlusion of the ivc, filter or vasculature do not represent a device malfunction. Clinical factors that may have contributed to the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter and/or strut migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc resulting in dislodgment of the filter. With the information provided and no films available for review, it is not possible to determine if the events were procedurally related, the filter migrated, or was shifted out of position during the renal venogram that was performed post implant. Again, it is unclear the reason for the venogram, and which filter was implanted first the trapease or the greenfield. Recurrent bleeding was reported, review of the information suggests patient pre-existing conditions in conjunction with filter placement/migration and ultimate complex removal with nephrectomy, may have contributed to the reported events given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the filter was indicated due to recurrent deep vein thrombosis (dvt) with anticardiolipin agent. The patient was sterilely prepped and draped, and a right jugular approach was performed. Using fluoroscopy, a wire was placed into the inferior vena cava (ivc) without difficulty. After counting down between the lumbar vertebrae 2 and 3 a catheter was placed in the midline. A vena cavogram was performed to ensure its location in the vena cava and that the blood was flowing cranially, and below the renal veins. The trapease was deployed without difficulty and the catheter removed without difficulty. The patient tolerated the procedure well without complications. The same day of the index procedure, the patient underwent a renal venogram status post deployment of the inferior vena cava filter device. The clinical indication for the procedure was listed as intraoperative vena cava filter placement. The findings noted identified a catheter in the ivc approaching from the cephalic aspect. Contrast injection was performed and noted the ivc was poorly filled below the renal veins at which point the device is deployed. The device was noted as incompletely expanded due to caval narrowing. The left renal vein was not identified. The medical records received were reviewed. The patient¿s medical history is notable for depression/anxiety, migraines, fibromyalgia, factor v leiden deficiency, bilateral mastectomies (1985- prophylactically), rupture of silicone implants, hysterectomy, and basement membrane disease. Approximately eleven years and eight months after the filter was implanted, the patient presented with hematuria. A computerized tomography (CT) scan showed mild right hydronephrosis as well as increased density within the collecting system and bladder, concerning for major hematoma. Two days later another CT scan showed a presumed moderate sized thrombus within the right renal pelvis as well as the ivc filter. The CT scan report also noted that the patient had 2 (two) ivc filters: one in the right renal vein and one in the ivc. Three days later, an aortogram and selective right renal arteriogram were performed. Results indicated a greenfield filter within the ivc as well as an obliquely oriented trapease ivc filter projected over the region of the right renal vein. Four days later, the patient was admitted from an outside facility with gross hematuria. The patient¿s history was noted for factor v leiden deficiency, thin basement membrane disease, with a history of hematuria associated with the membrane disease. The patient had worsening gross hematuria over the past couple of years, requiring cystoscopies and ureteral stent placement. Two days post admission, the patient underwent ligation of right renal artery and vein with nephrectomy and removal of the "malplaced" trapease ivc filter. The trapease had migrated into the right renal vein. The pathology report noted ¿ivc filter and right renal vein¿ is a 5.0x2.5x 2.5 cm gray metallic disrupted device consistent with an ivc filter. About a month later, the patient had an urology follow up visit, status post right nephrectomy and removal of migrated vena cava filter. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and into organs, migration, tilting and possible fracture of the filter, becoming aware of these events approximately eleven years and eight months post implant. The patient additionally reports that the filter was successfully removed via an open abdominal procedure eleven years and eight months post implant and to have suffered from stage 3 kidney disease, resulting in a nephrectomy, four dvt¿s and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter insertion has not been provided. The filter malfunctioned including a complex filter removal leading to recurrent internal bleeding. The filter had migrated into the right renal vein, leading to the removal of the filter and total nephrectomy, secondary to perforation of the kidney by the migrated filter. The removal procedure details were not provided. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed the trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Nephrectomy and internal bleeding are not specifically noted in the device IFU; however, in this case, with the underlying product malfunctions, these adverse events would be anticipated. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to patient suffered and experienced a complex filter removal that initially caused recurrent internal bleeding. The trapease filter had migrated into the right renal vein which required a removal of both, the patient¿s inferior vena cava (ivc) filter and right kidney entirely. Removal procedure details were not provided. Additional findings concluded that the ivc filter perforated the right kidney and ultimately, could not be salvaged. The patient has suffering injuries, permanent and life-threatening, and will require continuation of extensive medical care, monitoring and treatment due to the damage the ivc filter has caused. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability and other losses, not limited to the apprehension and risk associated with the patient¿s history and experience with the defective ivc filter device.